Event description:
Report received via the annual device tracking survey of MFR. Hcp reported device was explanted and replaced due to a pump pocket decubitus ulcer and possible infection. Device system was explanted and the infection resolved. Pt has been successfully reimplanted.